Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. The device was returned opened but unused in the tyvek tray. Visual inspection confirmed there was a hair attached to the narrow tip. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to manufacturing issue. The event cannot be confirmed as the device was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported that prior to surgery, there was hair in the tray. There were no reports of inadequate saline bag placement. There is no information available on the mode of operation. There is no information available regarding the working time and there was no report of any non-compliance with usage instructions. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete and there is no additional information available.